Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "completely fractured in half".

Event description:
Healthcare provider reported, a right breast implant rupture. Found on MRI. Healthcare provider noted, "observations made during surgery" of "completely fractured in half". The device has been explanted.

Event description:
Healthcare provider reported, a right breast implant rupture. Found on MRI. Healthcare provider noted, "observations made, during surgery" of "completely fractured in half". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed, as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure: was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.